Event description:
Device 2 of 2. Reference MFR report# 1627487-2013-20154. It was reported the patient had one invalid contact and reprogramming recaptured stimulation in the cervical area and out of the arms as the patient desired. The patient was advised to try the new programs. It was further reported the patient experienced pain at the ipg site. The patient will consult with the physician at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.